Manufacturer narrative:
Structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis) is listed in the instructions for use for the tavr procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Calcification of an implanted valve may be a manifestation of structural valve deterioration (svd). The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the structural valve deterioration and calcification could not be determined with the limited information provided by the authors; however, may be due to valvular disease progression. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information was received. Sections a2, a3, b7 were updated. The valve implant duration was almost 8 years (2011-2018). The valve had severe regurgitation, peak gradient 53mmhg, mean gradient 30mmhg, and velocity 3.65m/s. The right cusp leaflet had excessive mobility and prolapse with high suspicion of leaflet perforation. There was moderate to severe leaflet thickening and moderate paravalvular calcification. The patient had a favorable outcome initially, being able to mobilize after the surgery. 4 weeks after the operation, during a hemodialysis treatment, the patient became unstable and was immediately transferred to the ICU. The patient expired due to cardiorespiratory arrest. As per medical opinion, the root cause of the event was spontaneous degeneration of the valve accentuated by recurrent episodes of endocarditis and by the end-stage kidney disease the patient had for more than 20 years.

Manufacturer narrative:
The investigation is ongoing. The date of the event is unknown. Therefore, the date the article was published, july 27, 2020 was chosen as the occurrence date. Article reference: badiu, catalin constantin, alexandru vasilescu, andrei danet, oana zimnicaru, stefan tudorica, andreea blindaru, and cristina tudor. "How to perform a late explantation of a sapien xt transcatheter aortic prosthesis." Journal of cardiac surgery 35, no. 9 (2020): 2338-2340.

Event description:
As reported by our affiliates in (B)(6), per the article ¿how to perform a late explantation of a sapien xt transcatheter aortic prosthesis¿, after an implant duration of 7 years, a severely degenerated sapien xt prosthesis was explanted. The prosthetic valve showed two severe calcified leaflets and one ruptured leaflet. The device and the native valve were removed, and the annulus was completely decalcified. Implantation of a new prosthesis was performed.